Event description:
According to the reporter: stapler did not have any clips in it when fired, but it did cut the tissue. Or time was not delayed and minimal amount of bleeding occurred. No further complication was reported.